Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with a competitor left ventricular (lv) lead exhibited high, out-of-range (oor), pacing lead impedance measurement greater than 2,000 ohms. Furthermore, loss of capture (loc) and poor sensing was also observed. The field representative also questioned why there was lv pacing when the device was programmed to right ventricular (rv) pacing only. Boston scientific technical services (ts) discussed that the device will deliver biventricular pacing during atrial tachy response (atr). The device was programmed as recommended. Additional information was received indicating that x-ray result was unremarkable. Subsequently, the lv lead was turned off. No adverse patient effects were reported. The system remains in service.